Manufacturer narrative:
Attempts to obtain any further information regarding this device was not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Our records currently indicate that this device remains implanted and in service. An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a health care professional (hcp) that he was at the patient's residence and was attempting to deactivate this device to prevent it from delivering further shocks to the patient. The hcp was applying a magnet but the device was not responding to it. A boston scientific technical services (ts) consultant discussed the device behavior when a magnet is applied; however, the call was disconnected. No adverse patient effects were reported.